Event description:
It was reported that the patient was kicked in the chest over the implantable pulse generator (ipg) site and since had not felt stimulation as strongly despite increasing the program settings. The database analysis noted that the ipg frequently maximized the voltage output to deliver and maintain therapy. This significantly increased the charge burden and resulted in a high number of hibernation periods. The patient underwent a procedure where the ipg and two lead adapters were removed. The patient appeared to have had a seizure on the table at the end of the procedure, however, it was not believed to be related to the devices. The patient was discharged and in stable condition postoperatively.

Manufacturer narrative:
Correction to the initial MDR in section h6, patient code. Additional suspect medical device components involved in the event: product family: scs-adapters, upn: m365sc9218150, model: sc-9218-15, serial: (B)(6), lot: 5175003 and 7055486. The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The returned m8 lead adapters sc-9218-15, sn (B)(6), sn (B)(6), passed all tests performed and exhibited normal device characteristics. The database analysis did not identify any issue that could have contributed to the reported event of inadequate stimulation, specifically post the patient incident. A product labeling review identified that the devices were used per the instructions for use (IFU)/product label. Additionally, system failure, can occur at any time due to random failure(s) of the components. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. Undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure, all of which are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-adapters upn: m365sc9218150 model: sc-9218-15 serial: (B)(6). Lot: 5175003 and 7055486.

Event description:
It was reported that the patient was kicked in the chest over the implantable pulse generator (ipg) site and since had not felt stimulation as strongly despite increasing the program settings. The database analysis noted that the ipg frequently maximized the voltage output to deliver and maintain therapy. This significantly increased the charge burden and resulted in a high number of hibernation periods. The patient underwent a procedure where the ipg and two lead adapters were removed. The patient appeared to have had a seizure on the table at the end of the procedure, however, it was not believed to be related to the devices. The patient was discharged and in stable condition postoperatively.